Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that immediately following placement of a smiths medical portex® blue line ultra® tracheostomy tube an air leak was noted. It was reported that no leak was observed at pre-use check. Subsequently, the tube was required to be changed out. There were no reported adverse effects.

Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were noted upon visual examination. A syringe was used to inflate the cuff while submerged under water; noting no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. The cuff assembly operation was reviewed and the inflation line assembly operation was reviewed with no discrepancies found. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. Based on the evidence, the root cause is unknown as the complaint was not confirmed.